Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the tip of the needle was breaking off. Additional information received from the customer stated that the hub was stripping and falling off from the syringe, when they tried to use the syringe. No patient harm reported.